Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while treating a (B) (6), male pt, the device was unable to analyze and prompted a "check connection" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.